Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. This event was originally reported on medwatch #2017233-2007-00393. Upon review of the file; therefore, a new medwatch #2953161-2007-00196 was assigned.

Event description:
As reported, in 2004, this patient was implanted with gore excluder aaa endoprostheses. At an unk date, this patient developed a distal type I endoleak. A re-intervention tool place in 2007, in which an iliac extender component was implanted to resolve the endoleak. After implantation, the endoleak had not resolved and retro-grade angiography indicated the endoleak to be a type ii originating from the inferior mesenteric artery.